Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient reported that the therapy had been turned off and reset to shipping parameters. Asked what the patient was doing as the time the por-power on reset was seen, the patient stated he went to change the batteries in the patient programmer (pp) and went to turn the pp on and then pressed sync the only that came up was por. It was unknown if there were any recent medical test or emi environmental exposure. No patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the circumstances that lead to the power on reset messaged and therapy being turned off was "batteries in controller emptied." No other information was available at the time of this report, however it appeared that the patient's device had been removed. There were no further complication reported or anticipated.